Event description:
The account alleged that the brake caster would still roll when the brakes were set. No patient impact.

Manufacturer narrative:
The technician found the brake pad for the brake caster was set too high so the brake caster could still roll under braking. The technician adjusted brake caster pad to resolve the issue.